Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3998 lot# v246530 implanted: unk explanted: unk extension model 3708260 serial# (B)(4) implanted: unk explanted: unk.

Event description:
Additional information received on (B)(6) 2011 reported that the patient had his extension and lead replaced one month ago. Following the procedure the patient experienced a loss of therapeutic effect and increased baseline pain.

Event description:
It was reported that the patient experienced intermittent stimulation. The patient did not feel stimulation, except for an occasional twinge when he moved a certain way. The patient was able to feel stimulation in the middle of his back until the morning of (B)(6) 2011 when he turned the implantable neurostimulator on. A friend gave him a very strong pat on the back on (B)(6) 2011 and since then, he felt a "weird" sensation in his left arm. The patient also received a strong pat on the back from his uncle on (B)(6) 2011. It was also reported that the patient saw the "doctor's face" on his patient programmer, but it went away after he turned it off and then back on. The status was normal. Additional information has been requested, but was not available as of the date of this report.